Event description:
It was reported by the field clinical representative that this right atrial (ra) lead was fractured. This ra lead was surgically explanted and replaced. No additional adverse patient effects were reported.